Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a functional test, along with a review of the complaint history, device history record and a visual inspection of the returned product was conducted. One used device was returned along with devices for related complaints MDR # 1820334-2016-00396 and MDR # 1820334-2016-00422. All devices were returned in the same pouch. Therefore, it was unclear which device corresponded to which complaint. A functional test was performed on the device for this complaint in which a syringe was filled with water and connected to the hub of the device. A leak was observed. There was not any blockage or other difficulty experienced during the test. The device was inspected under magnification and a hole was observed on the balloon of the device. There was not any other damage, anomalies, or marks observed on the product. There were no signs to indicate the product did not meet specification. Based on visual inspection, it was confirmed that the device contained a pinhole that was the product of a leak. The device is unable to inflate with said hole in its silicone balloon. There are no signs that this was present in the device during manufacturing, as 100% of devices are inspected for leaks using a functional test similar to the device's use. This failure was not necessarily indicative of a device or material nonconformity because this is a silicone balloon used in small spaces adjacent to a metal needle the device may have been overfilled, inflated too rapidly, or collided with a portion of the patient's anatomy or the needle used with this set. We will continue to monitor for similar complaints. No further action is required.

Event description:
During the procedure, the balloons ruptured during placement. It took 3 devices to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information was requested. However, it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the balloons ruptured during placement. It took 3 devices to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information was requested. However, it was not provided at the time of this report.